Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor could not activate upon insertion. The customer subsequently experienced dizziness, sweating, and loss of consciousness. An ambulance was called and blood glucose result of 35 mg/dl obtained. The customer was treated with glucose injection and transferred to hospital where blood glucose results of 50 mg/dl and 53 mg/dl were obtained. The customer reported blood glucose rose to 103 mg/dl and 104 mg/dl while in hospital. There was no report of death or permanent injury associated with this event.